Event description:
It was stated that the customer experiences high blood glucose levels at times. It was stated that the insulin pump is not delivering insulin properly and is not alarming when the insulin doesn't go through. It was stated that the customer's blood glucose levels went as high as 800 mg/dl. The customer was not available for troubleshooting during the call. The customer's wife asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.